Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm would not recognize this vessel sealer. The reporter opened new one and accepted right away. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported issue, however, the instrument was found to have failed during initialization based on log review. The logs showed the instrument generated a total of six "mdtrace_vs_home_fail" errors. The instrument was installed on an in-house system and passed the self test with no issue. The instrument was found to have one ceramic dot missing from the jaws and was not returned with the device. Scratch marks on the electrodes and the homing failures in the logs suggest the knife may have dislodged the ceramic dot. Repeated installations of the device with an exposed blade can damage the instrument.